Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that the proximal pressure sensor autozero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that error code 110b, the proximal pressure is not measured, and pressure-related alarms are compromised, had occurred. The rse confirmed that error code 110b had occurred. The rse then advised per the manual that the replacement of solenoids 3 and 4 should be replaced to resolve the issue. The rse provided the parts ID for solenoids 3 and 4.